Manufacturer narrative:
The product associated with the event was returned and evaluation / analysis was performed. The engineer was unable to confirm the reported faulty speaker issue. As a precaution, the engineer replaced the speaker assembly and device mainboard. In addition to the analysis performed in conjunction with the reported event, it was determined that the product had additional failures, which were resolved by replacement of the faulty parts / components. After parts replacement, the device was returned to functional use with no further issues identified. No further investigation or action is warranted at this time.

Event description:
It was reported that there was a faulty speaker.patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that there was a faulty speaker. It is unknown if the device was in clinical use.